Manufacturer narrative:
It was reported that the new gloves feel unsafe to use during procedures. The fingers do not fit correctly and make it difficult to sew sutures safely. This brand of gloves smell badly. The surgeon also reported that they get more holes in this brand of gloves as compared with the previous gloves. The complaints are across all lots and sizes of the gloves. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, the new gloves feel unsafe to use during procedures. The fingers do not fit correctly and make it difficult to sew sutures safely. This brand of gloves smell badly. The surgeon also reported that they get more holes in this brand of gloves as compared with the previous gloves. The complaints are across all lots and sizes of the gloves.